Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue rotating the lead helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.